Event description:
Related manufacturer reference number: 2017865-2022-11985. It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix damage and helix mechanism issue resulting in failure to extend the helix. A new rv lead was used which also had helix damage noted. Both rv leads were removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. Received a complete lead returned for analysis. Visual and x-ray analysis noted the helix was bent or damaged and the inner coil was overtorqued at the connector region. The helix mechanism test was unable to be performed due the damage found. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to the helix bent or damaged consistent with procedural damage and the inner coil overtorqued at the connector region.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.